Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving intrathecal compounded baclofen 2000mcg/ml; 379.3mcg/day and morphine 2.5units/ml; 0.4742 units/day via an implanted pump. The indication for use was noted as intractable spasticity and post spinal cord injury. The pump was refilled with baclofen and morphine on (B)(6) 2015 at the physician's office. The morphine was added to the baclofen at the refill for the first time on (B)(6) 2015. The patient experienced respiratory distress and went to the emergency room. The patient was in the intensive care unit (ICU). Per the hcp the patient had been in since (B)(6) 2015 with respiratory depression. The physician contacted the managing pain physician. The physician programmed the pump to decrease the daily rate 25 percent. The reduction made the new daily rate of baclofen 284.47mcg/day and morphine 0.3552units/day. The representative was asked to check the pump to make sure it was working. The pump was interrogated and the logs were run to check and make sure there had been no motor stalls or anything else going on with the pump. Surgical intervention did not occur and was not planned. The issue had not been resolved. The patient status was alive; no injury. The cause of the event, interventions, diagnostics, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received from a healthcare provider. The patient's pump therapy was fine at this time and the patient has recovered from their admission at the (B)(6). The patient has not yet been seen in the office since their hospital stay, but they have spoken to the patient several times since then, over the phone and no further issues have been reported. No further information was provided.